Event description:
Caller reported that during the fill tubing step of the load sequence, insulin drops were not visible at the end of the tubing. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue independently earlier in the day by changing the infusion set and cartridge, successfully resuming insulin usage.